Manufacturer narrative:
Block a1: (B)(4). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report # 3005099803-2020-06533.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: neck pain due to fibryomyalgia; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: vaginal repair without mesh/release of previous tvto. Nonsurgical treatments: on (B)(6) 2002 the patient commenced pain medication: vallium for the treatment of: pain pharmacology after brain bleed but also helps pain. Treatment duration: on (B)(6) 2020 the patient commenced pain medication: panadol osteo for the treatment of: pain pharmacology.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; other pain: neck pain due to fibryomyalgia; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: vaginal repair without mesh/release of previous tvto. Nonsurgical treatments: on (B)(6) 2002 the patient commenced pain medication: valium for the treatment of: pain pharmacology after brain bleed but also helps pain. Treatment duration: -. On (B)(6) 2020 the patient commenced pain medication: panadol osteo for the treatment of: pain pharmacology. Treatment duration: -.

Manufacturer narrative:
Patient identifier : (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.